Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his infusion set had bent and he ended up with diabetes ketoacidosis. Customer stated he was wearing the insulin pump during the emergency room visit for high blood glucose. Customer's blood glucose was over 500 mg/dl. Customer stated that the infusion set did not work. Advised customer to call us when he his having low or high blood glucose. Customer stated his blood glucose now is 69 mg/dl. No further information provided.